Event description:
Additional information indicated that a dye study was done on (B)(6) 2011 and the catheter placement and flow was good. On (B)(6) 2011 the expected residual volume was 8.5ml and the actual residual volume was 25ml, on (B)(6) 2011 the expected residual volume was 2.3ml and the actual residual volume was 30ml, on (B)(6) 2011 the expected residual volume was 4.3ml and the actual residual volume was 38.5ml, on (B)(6) 2012 the expected residual volume was 4.8ml and the actual residual volume was 38.5ml, on (B)(6) 2012 and (B)(6) 2012 the expected residual volume was 2.3 and the actual residual volume was 37ml. It was further noted that this had been going on since (B)(6) 2011 and the patient was doing well. The cause of the volume discrepancies was unknown. The patient recovered without permanent impairment.

Event description:
It was reported that, no matter how much volume was expected at the patient¿s refill, the healthcare provider (hcp) always aspirated 37ml from the reservoir. At one time, the expected reservoir volume (erv) was 9.6ml and the actual reservoir volume (arv) was 37ml. The issue had been ongoing since the pump was implanted. The amounts had been off every time, although the arv had not been 37ml each time. The hcp had seen the reported volume discrepancy at least 3 times and each time they pulled out 37ml. It was also reported that the amounts had been off every time, although the arv had not been 37ml each time. The patient had refills on 2014 (B)(6) and 2014 (B)(6). Additional refill history was unknown to the reporter. The cause of the discrepancies had not been determined. The hcp planned to check the pump logs the next time the patient was seen. The manufacturer representative advised the hcp to look into the catheter. The hcp¿s office wanted to know if the pump should be explanted. Per the reporter, the hcp made it sound like this volume discrepancy had been going on since the patient¿s pump was implanted, however, it was unclear as the patient¿s pump was implanted in 2011. The reporter was planning to verify when the patient¿s current pump was implanted. They also planned to try to find out more about the patient¿s refill history. Per the patient, the patient was doing just fine. At the time of this report, the patient was not having any symptoms and did not want to have any testing done on his system because, he thought that everything was fine. The reporter believed that they didn¿t want to do a dye study because they did one at implant and the patient ended up in the hospital. It was also reported that the patient had had ¿problems¿ before, but the reporter did not know when. A dye study had been done on him before, but the reporter did not know when. The device system was used to deliver lioresal 2000mcg/ml at 650mcg/d ay.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(4).